Manufacturer narrative:
The first pullback completed with good images, but the pim jaws disconnected at the end, triggering the recovery workflow. Five subsequent pullbacks with the same catheter were successful. Returned-unit testing showed no defects. Oct log review confirmed the complaint.

Event description:
¿Case 12¿. Lcx, new lesion distal to a previously implanted stent. The first pullback (pre-lcx) completed fine (good usable data), but the pim jaws did let go towards the very end of the pullback. This triggered the sw workflow to ask the user to disconnect the catheter, wait for the pim to readvance the jaws, and then re-connect the catheter. After that, we did 3 more pullbacks in the lcx at various steps of the intervention without issues. We did two additional pullbacks in the lad (pre and post) without issues.